Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem; it was unable to power on and deliver defibrillation therapy. The cause for the malfunction was determined to be failure of an ic chip, designator u14. Failure of the chip resulted in excessive current leakage and depleted the internal hlc batteries.

Event description:
The customer reported that the device had all three (attention, charge pak and wrench) icons illuminated when it was first opened from the box. This could be an indicative of a device that would not power on to provide defibrillation therapy. There was no patient use associated with the event.